Event description:
It was reported that there was a line-blocked alarm and had changed their site while in use with patient. There was patient involvement, and no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.